Manufacturer narrative:
First case of revision due to aseptic stem loosening involving the femoral stem reference (B)(4). Document review: quadra h. Femoral stem size 1 - (B)(4)/lot 090163 (45 pieces produced/41 pieces implanted). Cocr femoral ball head 28 - ref. (B)(4)/lot 082619 (50 pieces produced/45 pieces implanted). Versafitcup double mobility liner - ref. (B)(4)/lot 083747 (26 pieces produced/20 pieces implanted). All parameters for the three lots were found to be conforming to specifications valid at the time of manufacturing. The washing cycles for metal components were run according to specifications and no alarm or deviation occurred during operation. The sterilization cycles were performed according to specifications valid at the time of production. No incidents have been reported up to now involving other pieces of the three lots. The returned pieces were analyzed, no finding concerning the ball head and the liner. The femoral stem shows evident signs of hits, this means that the surgeon had to use a tool to facilitate the explantation of the stem. On the basis of the information collected no conclusion can be drawn. The root cause of the event is unknown. Stem loosening is a known complication of total hip arthroplasty. There is no evidence that the event is device related.

Event description:
A revision surgery was performed due to the aseptic stem loosening.